Event description:
Reporter stated taht the pt was experiencing high blood glucose (341 mg/dl), and they feel that the device is not working correctly (particularly after bolus delivery, the pt's blood glucose does not decrease). Pt self-treated high blood glucose.